Event description:
It was reported that the procedure was to treat a lesion located in the occluded, narrow and calcified distal left main. Predilatation was performed prior to stenting. A dissection occurred during deployment of the 2.25 x 28 mm xience v stent. Another xience v stent was used for treatment of the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.